Manufacturer narrative:
Likely customer abuse, a force above specs bent the head end litter interface, so the cot cannot lock into the fastener.

Event description:
It was reported that a cot could not be locked into the fastener.